Event description:
It was report that an asymptomatic patient presented in clinic with an alert for non-sustained lead noise. It was suspected that myopotential oversensing may be triggering the alert. The device was reprogrammed and patient condition was well after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.